Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix damaged/bent and stretched.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, the lead screw had protruded out automatically. Another lead was implanted. No patient complications have been reported as a result of this event.